Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. The photo was visually inspected and a hair was observed inside the syringe. A device history review was performed for lot 1911298, no deviations or non-conformance's related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The root cause if this incident was likely personnel not following proper gowning procedures. Project#1690 was initiated to reduce foreign matter within our products.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: untimely presence of an unidentified original hair in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: untimely presence of an unidentified original hair in the syringe.